Event description:
Caller reported a cartridge alarm during the load process, which had happened previously with this pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with a replacement pump by technical support, advised on backup insulin therapy, and instructed on returning the faulty pump and setting up the replacement.